Event description:
The customer complained of questionable inr results for 2 patients from coaguchek xs meter serial number (B)(4) and compared to stago neoplatine laboratory method. Of the data provided, there were discrepant results for 1 patient. At 2:30 pm the result from the meter was 8.0 inr. At 2:35 pm the repeat result from the meter was 5.4 inr. At 2:37 pm a sample was collected for the laboratory and the result was 4.2 inr. There was no allegation of an adverse event. The patient's coumadin was withheld for a day. The patient's condition was "stable". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 3.0 - 3.5 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Investigation and results: testing results: qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided in the complaint case that would point to a cause for the result discrepancy.